Event description:
Device 3 of 3: reference MFR. Report#: 3006705815-2019-00164, reference MFR. Report#: 3006705815-2019-00165.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3; reference MFR. Report#: 3006705815-2019-00164, reference MFR. Report#: 3006705815-2019-00165. It was reported the patient experienced lead migration due to scar tissue. In turn, the patient experienced ineffective stimulation. As a result, the patient's scs system was explanted and replaced. Effective therapy was restored post procedure.